Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek dilatation catheter noted no blood or contrast visible. The balloon was returned tightly folded. The hypotube and jacket were separated 2.1 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were ovaled as if kinked prior to separation. There was an additional bend in the hypotube near the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It is possible the catheter was inadvertently handled during removal from the dispenser coil, resulting in a kink. Further manipulation would have contributed to the shaft ultimately separating. It should be noted the trek instructions for use states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the hypotube separation could not be determined. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity.

Event description:
It was reported that when the balloon was removed from the hoop, the proximal shaft was found to be kinked. During the attempt to straighten the shaft, the proximal shaft separated. The device was not used on the patient. No additional information was provided.